Event description:
Country of complaint: (B)(6). Inner foil is welded with outer foil. The aluminum packaging becomes unsterile and can no longer be used. Device 2 of 3: see 2916714-2014-00019 and 2916714-2014-00021.

Manufacturer narrative:
Us agent notified on (B)(4) 2013. Manufacturing site evaluation: samples received: 3 unopened pouches. There are no previous complaints of this code/batch. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. (B)(4) units of this code-batch were manufactured, no remain in OEM stock. All samples received were closed. All samples were opened and the aluminum pouch was not stuck to the outer paper foil. All packs were opened correctly. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.